Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. Device history records for these lots were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Manufacturer narrative:
The device was returned for evaluation. Macroscopic and optical examination reveals thread crest and flank damage; this damage appears to have initiated at the start of the thread, and is consistent around the thread, with additional damage on one side, consistent with thread jumping. Inconclusive; unable to determine if the mas head was splayed as received by the customer, resulting in insufficient engagement of the set screw, or as a result of mas head/set screw misalignment.

Event description:
It was reported that the patient underwent a posterior lumbar surgery at l2-4 to treat pyogenic spondylitis. It was reported that the surgeon could not break off a setscrew during the final tightening. The setscrew was replaced with a new one, but he could not break off it. As a result, its pedicle screw was also replaced with a new one, and the surgeon was able to complete the procedure without any further incident. No patient complications were reported.